Event description:
It was reported that the device was used during a robotic sigmoidectomy. The surgeon was stapling the left colon and the knife stopped 1/2 way through the firing. The manual release was used to return the knife back to open the device. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Left colon. At what location on the tissue? Sigmoid. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Blue or gold. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Slow, draining battery sound. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Manual release used. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? Since launch. Was there a recent conversion to ees devices in this account or with this surgeon? Six months to powered. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.